Manufacturer narrative:
(B)(4). D10: 00-8775-040-02; biolox delta head 12/14 40x0; 2980741. 00-8753-058-01; 58mm o.d. Size ll porous uncemented with cluster holes shell use with ll liners;63941219. 2841; alloclassica, sl stem, uncemented, 1, taper 12/14; 2935066. G2: foreign - event occurred in china. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately four years, seven months post-implantation due to fracture of the ceramic liner and ceramic head. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; b4, b5; g3; g6, h2, h10, h11 the reported event was confirmed by review of pictures and radiographs. The picture evaluation of the head found no evidence of fracture, contrary to the initial report. However, the investigation into the complaint confirmed that the liner was fractured into multiple pieces. In addition, the visible taper surfaces did not demonstrate the expected primary metal transfer, which may be indicative of misalignment during positioning and impaction of the insert. A review of the post-operative radiographs from the implantation procedure further demonstrated that the inferior aspect of the liner extended beyond the margin of the acetabular cup, which is consistent with malpositioning at the time of implantation. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient was reportedly hospitalized approximately 4 years and 7 months after implantation due to a fractured ceramic liner and subsequently underwent revision surgery. The ceramic head was revised; however, it was not found to be fractured. No additional event information was available at the time of this report.

Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed. The products involved in the reported event were not returned for investigation. However, one video and a number of photographs were provided showing the liner, head, stem, cup, and two screws. The liner is broken into several pieces. The head does not appear to be fractured, although marks indicative of metal transfer are visible on both the outer and inner surfaces. Residues are present on the cup and the stem. It is not possible from the photographs or video to ascertain anything further. The stickers visible in the photographs confirm the product identification. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history of the liner identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored in order to identify potential adverse trends. Review of the complaint history of the head found no additional related complaints for this item and the reported part and lot combination. Medical records from the initial surgery were provided in translated form in an email and were reviewed. The acetabulum was reamed and fitted with an acetabular prosthesis secured by two screws and a ceramic liner. The femoral canal was prepared and fitted with a biomorphic femoral stem and ceramic head. The hip was reduced, demonstrating good stability and range of motion without dislocation. The procedure was completed without complications. With the available information, a definitive root cause could not be determined regarding the fractured liner. The head is confirmed to not be fractured contrary to what was reported and the metal transfer seen on the head is likely to have occurred post liner fracture and during removal. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.